Manufacturer narrative:
The product was not returned for evaluation as it remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: early or late postoperative infection and/or allergic reaction. Soft tissue damage. Morrismj, et al,mortality and perioperative complications after unicompartmental knee arthroplasty, the knee (2012),http://dx.doi.org/10.1016/j.knee.2012.10.019. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
Information was received based on review of a journal article titled, "mortality and perioperative complications after unicompartmental knee arthroplasty.¿ two patients were identified in the article who had acute renal failure that responded well to medical management on an unknown date post unicompartmental knee arthroplasty (uka). There has been no further information provided and the patient outcome is unknown.